Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer stated that after changing battery it did not turn on. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. Customer reported keyboard being stuck. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
S/w version = 6.5v retainer ring = black case type = ngp customer returned pump for an alleged frozen screen, blank display and stuck button found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self-test. No frozen screen, blank display or stuck button were noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Stuck button alarm was found in the history files on (B)(6) 2022 at 15:34:07.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1. However, no moisture damage found on the keypad traces. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and faded serial number label. Frozen screen and blank display were not observed during analysis and passed all required testing. Frozen screen and blank display were not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Unresponsive keypad was not confirmed. Moisture damage was confirmed at the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.